Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump received with cracked reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the plastic ring around the reservoir chamber cracked and it was chipping off and then a big piece broke off. Customer's blood glucose value was unknown. Troubleshooting was performed. Customer states reservoir able to lock in place when inserted into insulin pump, customer did not change the reservoir, since a bigger piece has broken off but at this time reservoir was holding in place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with cracked reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.